Manufacturer narrative:
(B)(4). Concomitant medical products: finn rotating hinge axel, catalog #: rd108802, lot #: 717090, finn rotating hinge yoke, catalog #: rd108801, lot #: 537700, finn rotating hinge locking pin, catalog #: rd108804, lot #: 462840, finn rotating hinge tibial bushing, catalog #: rd108806, lot #: 717110, finn standard tibial base, catalog #: rd108834, lot #: 763090, finn distal femoral diaphysis, catalog #: pm100271, lot #: 730110, finn standard tibial bearing, catalog #: rd108810, lot #: 717120, finn rotating hinge femoral bushing, catalog #: rd108803, lot #: 717100, finn rotating hinge femoral bushing, catalog #: rd108803, lot #: 717100, bl2 modular stem, catalog #: cp101648, lot #: 745890. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00276, 0001825034-2018-00277, 0001825034-2018-00279, 0001825034-2018-00280, 0001825034-2018-00281, 0001825034-2018-00282, 0001825034-2018-00283, 0001825034-2018-00284, 0001825034-2018-00285, 0001825034-2018-00286. Remains implanted.

Event description:
It was reported that the patient is considered for a revision surgery on an unknown date for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.